Manufacturer narrative:
The serial number of the e 801 analyzer was (B)(6). The investigation is ongoing. Medwatch field e1 initial reporter establishment name - the full facility name was provided as "(B)(6)".

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with elecsys vitamin d total iii on a cobas e 801 analytical unit. All patient samples initially recovered values around 100 ng/ml. When the reagent pack was exhausted, a new reagent pack was placed into use. The patient samples were repeated using the new reagent pack and discrepancies were observed. The customer provided examples of four patient samples with discrepant vitamin d results. The first sample initially resulted in a vitamin d value of 101 ng/ml and it repeated as 9.31 ng/ml. The second sample initially resulted in a vitamin d value of 91.4 ng/ml and it repeated as 9.96 ng/ml. The third sample initially resulted in a vitamin d value of 113 ng/ml and it repeated as 59.4 ng/ml. The fourth sample initially resulted in a vitamin d value of 102 ng/ml and it repeated as 17.7 ng/ml.

Manufacturer narrative:
Quality controls were within range prior to the event. A review of alarm trace data showed no relevant alarms. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.